Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00836 and 2134265-2014-00837. (B)(4) clinical study. It was reported that during a coronary artery stenting treatment procedure the patient experienced st elevation, decreased flow and vessel dissection. In (B)(6) 2013, the patient presented with cardiac chest pain. The 90% stenosis in saphenous vein graft (svg) to 1st diagonal was treated with the placement of 3 x 38 mm promus element plus stent. Subsequently, st elevation, decreased flow due to occlusiveness of the vessel, and exit dissection was noted. This was treated with the placement of 3 mm x 38 mm promus element plus stent and medications (nicardipine and adenosine). Subsequently, there was a dissection noted at the most distal end of the first 3.0 mm x 38 mm stent. Hence filter wire was removed and luge wire was advanced. Consecutively, 2.5 x 12 mm promus element plus was placed and balloon angioplasty was performed. Stenosis in svg to rpl was treated with balloon angioplasty and the placement of 3.5 x 38 mm promus element plus and 3.5 x 32 mm promus element plus stent (non tvr). The 75- 80% diffuse restenosis of study stents located in 1st om was treated with balloon angioplasty and placement of a 2.25mm x 12mm drug eluting stent with 0% residual stenosis. Additionally, 85% stenosis in left internal mammary artery (lima) to left anterior descending (lad) artery was treated with balloon angioplasty and placement of 2.25 mm x 28 mm drug eluting stet with 0% residual stenosis (non tvr). The event was considered resolved with residual effects.